Event description:
On (B)(6) 2012, a research study/poster presentation from a vns implanting surgeon was received by the manufacturer. The paper stated that over a course of 21 months ((B)(6) 2004 - (B)(6) 2005), he had 74 patients undergo vns surgery and one of these patients had a staph infection, requiring explant. The device was replaced after 3 months. There were no other complications or explants. Attempts were made to the surgeon for additional information but no further information was received including the identity of the patient.